Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that they experienced a high blood glucose. The customer reported that they had high blood glucose of 516, over 300, 124 mg/dl. The customer was treated with the insulin pump. The troubleshooting was declined for high blood glucose. The customer reported that there was calibration not accepted and change sensor alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement device, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed self test. Device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No unexpected cal error alarm anomalies noted. (B)(4).